Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a lead implant, patient experienced chest pain, and a loss of sensing was noted. Diagnostic imaging was performed and a perforation was noted. The lead was explanted and replaced. The patient was in stable condition.